Event description:
It was reported that pump declared altitude alarm earlier in day, but insulin delivery was not suspended at time of call. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide information about any high reading. Customer resumed insulin using original cartridge without needing replacement, received tips from technical support on preventing future altitude alarms, and pump was planned for replacement due to separate usb port damage.